Event description:
The pt was being fed using a pump. An unk amount of enteral feeding solution was hung, and the pump was set to deliver 60 ml/hr. The rptr stated the pump overdelivered, and "noted use of 4 cans of solution usual amount use 2 cans". Rptr stated that overdelivery had been an ongoing problem. There was no illness, injury or medical intervention resulting from the event.